Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, which led to a surgical intervention. During the procedure, urethral atrophy at the cuff site was diagnosed. Therefore, the entire aus was removed an replaced. A bigger size cuff was implanted; however, it was indicated that the previous cuff was properly sized and placed into the urethra when initially implanted. There were no additional patient complications reported.